Event description:
During pt support, the console went into "high pressure" alarm and "emergency system operation". The pt was placed on a back-up system with no further problems. The console was evaluated but the problem could not be duplicated.